Event description:
It was reported that during a surgical procedure, when the stylet and needle was withdrawn, the catheter kinked and crimped causing several perforations. The surgical technique was noted as being used prior by the surgeon without any issues; the angle of entry into the intrathecal space was 80-90 degrees. The catheter was replaced with a one piece catheter that was inserted successfully into intrathecal space. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter midel: 8709sc, lot #: 0204286112, implanted: (B)(6) 2011, explanted: (B)(6) 2011.